Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the co2 pump does not turn on. The customer tried two new filter lines and the co2 is not activated. There was no reported patient involvement/adverse patient impact.